Manufacturer narrative:
Asr/psr date submitted: 07/23/2018. Visual analysis of the returned device identified: flat creases, red and white particles and was observed after autoclave cycle: air voids between shell and gel and cloudy gel. A weight test of the explanted material was verified and it was within specification. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and capsular contracture, baker grade IV.

Event description:
Healthcare professional reports side unspecified capsular contracture, baker grade unknown. Healthcare professional later reported capsular contracture, baker grade IV. Additionally healthcare professional reported rupture. The device has been explanted.

Manufacturer narrative:
Clarification to d9: only device photos were received.

Event description:
Healthcare professional reported unknown side capsular contracture baker grade unknown. Healthcare professional later reported capsular contracture baker grade IV. Healthcare professional additionally reported rupture. The device has been explanted.